Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
According to the report of (B)(6) 2013, the device ground path impedance (gpi) had risen up to 10kohm. After 2 or 3 days, the gpi had normal values again.